Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise and impedance increase was noted. The ventricular sic (sensing integrity counter) lifetime value was 8506. A high value of this counter can indicate a potential intermittency in the system. The rv (right ventricular) impedance daily measurement was 464 ohms in 2006. This is a value that was in the general range of previous weekly measurements. On the next day, the rv measurement increased to 752 ohms.